Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a regular follow up. Upon interrogation of the pacemaker, the device was found with several episodes of noise reversion and high ventricular rate caused by right ventricular lead noise. The physician elected to continue to only monitor the lead without making any changes at this time. There were no adverse consequences to the patient.